Event description:
Additional information received reported that the ins was 75% used. It was noted that there was removal of the percutaneous lead that had migrated and a placement of surgical lead and generator on 2013-(B)(6). It was noted that the lead had migrated and could not program to get stimulation to the right leg which was the area of the pain. It was noted that the lead was replaced with a surgical lead and a new ins was placed. It was noted that the patient had no injury as an outcome.

Manufacturer narrative:
Concomitant product: product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type extension; product ID 389033, lot # j0428002v, implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type lead; product ID 389033, lot # j0428002v, implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type lead; product ID 389033, lot # j0428002v, implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type lead; product ID 389033, lot # j0428002v, implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type lead. (B)(4). Analysis of the ins, serial # (B)(4), revealed no significant anomaly; it was noted it was not in new condition. Analysis of the extensions, serial #s (b)(4 revealed no anomaly. Analysis of the first lead, lot # j0428002v, revealed the #0 conductor was broken 5.9 cm from the proximal end, the #1 conductor was broken 3.3 cm from the proximal end, and the #3 conductor was broken 5.7 cm from the proximal end. Analysis also revealed breached mio on the outer insulation. Analysis of the second lead, lot # j0428002v, revealed three unknown conductors were broken 10.2 cm from the proximal end and one unknown conductor was broken 8.6 cm from the proximal end.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was replaced because it was malfunctioning.